Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 / UDI as the information was inadvertently left off of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image was not displayed occurred due to internal water immersion failure of the cable and charged coupled device (ccd). The cause of the water immersion in the cable and ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head, had no image. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the charged coupled device cable was flooded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.